Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, atrial under sensing was noted on the patient's device due to small amplitude atrial fibrillation. Programming changes were made. No further issues were noted. The patient was stable.